Event description:
The complainant reported a patient was implanted with an impella rp flex device for mechanical circulatory support. While on support, there were placement signal issues. The rp flex appeared to still be operating within normal limits and support continued. Additionally, the patient had bleeding of unknown etiology. Eight (8) units of blood products were given to the patient. Heparin was used in the purge prior to the patient bleeding. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp smartassist system with automated impella controller. Section: warnings & cautions: cautions. ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
B1 product problem was erroneously entered on the initial manufacturer device report number 1220648-2025-29382. H6 medical device problem code 2917 was erroneously entered on the initial manufacturer device report number 1220648-2025-29382. H10 investigation results for optical signal issue was erroneously entered on manufacturer device report number 1220648-2025-29382-1.

Manufacturer narrative:
Vascular damage - peripheral vessel: the patient had bleeding of unknown etiology. 8 units of blood products were given to the patient. The root cause of vascular damage - peripheral vessel was not determined as insufficient clinical information was provided optical signal issue: no product was returned for analysis. The data logs confirm psnr alarm and show upon insertion, a gradual decrease in raw optical values while snr and contrast remained stable. Cvp is below -100, triggering alarms. Motor current also trends down as raw optical does. The pump may have been experiencing suction condition as low motor current indicates limited volume. Since the optical sensor is trending more negative with the motor current also trending down, and optical improves (goes positive) as motor current increases, it is possible that it is a suction condition causing psnr. Clinical mention that issue resolved after device was slightly repositioned. The root cause of the optical signal issue was unable to be determined as no optical failure pattern was identified in the logs and no product was returned to confirm possible root cause with limited clinical information.